Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed. The customer stated that when she was taken to the hospital, her glucose low limit was set to low. No further info was provided.